Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached electrode. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for eval. The customer returned the associated electrodes for eval. The reported malfunction was observed and attributed to an internal wire break within the electrode connection. The electrode pads were scrapped to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.